Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
As reported: "patient's left acetabular components were revised due to loosening. Revised to trident2 multi-hole shell." A shell, 3 screws, poly insert and ceramic femoral head were revised.